Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm's reported failure was confirmed and replicated in-house. The usm was tested on an in-house system in normal mode and failed for parallelogram. Unit was also failed the fiber test on parallelogram. The parallelogram fiber was swapped with a new one, and the unit passed. The original parallelogram fiber cable was reconnected, and the failure returned. Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress. Isi has not received the 30-degree endoscope for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Scope log review: the 30-degree endoscope (part# 470057-08/ lot/serial# (B)(4)) was last used on (B)(6) 2022 on system (B)(4) with 1991 uses remaining. No images and/or video clips associated with this reported event were submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. Complaints are tracked via the qms processes.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the 30-degree endoscope flipped the image. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but they were unable to provide additional information.